Manufacturer narrative:
Patient information was refused by the site. A nurse stated the patient was 4-5 years old, but would not provide anything further. No parts have been received by the manufacturer for evaluation. Manufacture date was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported by central sterilization at the site that the precision aiming device was not working properly. It was suspected that it was not tightening down properly. The issue was first identified during an electrode and lead placement procedure. The site used another precision aiming device for the case. There was a very short delay to the procedure (less than one hour). There was no reported impact on patient outcome. Update: the site stated that they will not be ordering a new one at this time as they have chosen to have their current part fixed by third-party. We informed them that this was not recommended but it is ultimately their decision.